Manufacturer narrative:
The patient's hospital course is documented to show a decline in the patient status postoperatively and despite aggressive medical care the patient continued to deteriorate. The death certificate states the cause of death to be "sepsis secondary to perforated small bowel and peritonitis after repair of ventral hernia. Based on the information provided in the medical records, there is no way to determine if the bard flat mesh implanted in (B)(6) 2000 caused or contributed to the patient outcome. The patient also has a history of bowel resection and colostomy prior to having the bard mesh placed in 2000. Additionally, no medical records were provided for the time period prior to the 2000 implant or following this up until 2011. At the time of the recurrent hernia repair in 2011 there is no indication of the flat mesh being present in the patient's abdomen indicating that it may have been previously explanted. The unidentified "2 component mesh" was noted to be present in the 2011 procedure. Serosal tears were also made during this procedure, therefore the information is not clear enough to determine the cause of the patient's postoperative decline. A review of the manufacturing records is currently being conducted, when complete a supplemental MDR will be sent to document the results.

Event description:
The following was reported to davol via maude event report (mw5055252) which was reported to the FDA by an attorney. "Davol bard mesh placed during 2000 hernia repair failed in 2011. Surgery to remove mesh was complicated by mesh adhering to bowel and surrounding organs. Removal of mesh resulted in perforation leading to bowel, sepsis and death." The following is based on medical records provided by the patient's attorney: on (B)(6) 2000 - patient was implanted with bard flat mesh for the repair of an incisional hernia. During this procedure it was found that the patient had multiple incisional hernia containing preperitoneal fat, markedly weakened fascia, dense adhesions of the small bowel and omentum to the abdominal wall and small bowel to itself. Two serosal lacerations were created while dissecting the bowel off of the abdominal wall. The mesh was tailored for the incision and secured to the lateral cut edge of the anterior rectus sheath with prolene sutures. On (B)(6) 2011 - patient underwent extensive laparoscopic adhesiolysis with laparoscopic cholecystectomy and laparoscopic non bard/davol mesh repair of recurrent incarcerated incisional hernia. During this procedure adhesions of the small bowel to the hernia sac and also to the mesh were noted. It is noted that the mesh was a "2 component mesh" with a ptfe portion and a prolene portion that had separated and the prolene portion was exposed to the bowel and had become firmly adherent. The mesh was separated from the bowel, leaving some on the bowel. On (B)(6) 2011 - postoperatively, the patient was doing fine. As the day progressed the patient had increased abdominal pain and was showing signs of sepsis. The patient was bought to surgery and as the trocar was inserted there was a foul odor indicative of an infectious process in the abdomen. The patient was diagnosed with a perforated viscus. The patient underwent adhesiolysis, small bowel resection with anastomosis and ventral hernia repair with suture. The previously placed non bard/davol mesh was removed along with the remaining portion of the unidentified "2 component mesh" on (B)(6) 2011 - patient diagnosed with sepsis, hypotension and respiratory failure. Triple lumen catheter placed in the right jugular vein and catheter placed in the right femoral artery. On (B)(6) 2011 - patient passed away.

Manufacturer narrative:
This is an addendum to the initial MDR and is sent to document that the review of the manufacturing records has been completed. The review found that the lot was was manufactured to specification.